Event description:
Tried to remove foley catheter from pt, but felt resistance and pt felt pain. Asked another staff member to assist in removal of catheter, he also could not remove catheter without causing pt pain. Asked for assistance from the urology unit. Two nurses attempted to remove foley, they also met resistance, but were able to remove the catheter intact. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: to collect 24-hour urine.